Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed skin breakdown and an open wound under his left arm under an ECG electrode of the lifevest. The affected area was reportedly bleeding. The patient's doctor instructed the patient to cover the area with a bandage. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.